Manufacturer narrative:
(B)(4). Batch # u5f83y. Investigation summary: the product was returned for evaluation but no cartridge was returned for analysis. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: an audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for fifteen seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. Incomplete firing may result in malformed staples, incomplete cut line, bleeding, and/or difficulty removing the device." As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the device misfired. The ats45 did not fire staples correctly. Staples were fired but were not properly formed. Powered echelon 60mm was used to complete case. There was no patient consequence.